Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall charger was not charging pump. The customers's blood glucose ranged from 80-105 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter.

Manufacturer narrative:
(B)(4).

Event description:
Additionally. It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy.